Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information installation of an expired vortek. No anomaly on the procedure in the operating room other than that. The surgeon has been informed. All components of the kit have been used.